Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
(B)(4). It was reported that during a cardiac cathertrization treatment procedure, a guide wire tip fracture occurred. An in-stent restenosed lesion was being treated in a vein graft. This pt2 guide wire was used to cross the proximal stenosis in the vein graft with some difficulty. A 2.0x20mm balloon catheter used to dilate the proximal portion of the stent in the proximal vein graft was unable to cross the entire lesion. Multiple attempts at advancing a 1.5mm balloon catheter beyond the distal stenosis in the proximal vein graft were also unsuccessful. Multiple guide wires were successful in crossing the stenosis with relative ease. The distal tip of this pt2 guide wire became knotted and it was unable to be withdrawn back through the high grade in-stent restenosis despite using significant pressure. An attempt to pull the wire out with the use of another manufacturers' catheter was unsuccessful. Laser atherectomy of the fibrotic tissue at low energy was performed in an attempt to dislodge the wire. The result of this was the distal 15mm of the pt2 guide wire detaching and lodging in the lesion. The decision was made to leave the distal tip alone. The patient is listed as stable.